Manufacturer narrative:
On 7/1/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported by the caller that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking around the homeostatic valve. The caller also noted the dilator was hard to pass through the sheath. The caller replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the issue was resolved. There were no patient consequences. Device evaluation details: a visual inspection was performed and it was found hemostatic valve is dislodged in hub. A second closer inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001234 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported by the caller that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking around the homeostatic valve. The caller also noted the dilator was hard to pass through the sheath. The caller replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the issue was resolved. There were no patient consequences. On (B)(6) 2020, additional information was received indicating saline was leaking around the hemostatic valve. There was no visible breakage or separation or detachment. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not used on the patient. The leakage was noticed during prep prior to the procedure start. No blood return was noted. The customer¿s reported issue of hemostatic valve separation has been assessed as an MDR reportable malfunction. The customer¿s reported issue of ¿obstructed sheath¿ is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged into the hub. The finding of the hemostatic valve being dislodged in the hub has been assessed as an MDR reportable malfunction and is consistent with the customer¿s reported event.